Event description:
A dialysis facility reported that there was excessive fluid removal from a patient during a hemodialysis treatment. The patient felt dizzy after the first hour and uf was turned off. The machine had indicated that 2.2kg. Was removed but based on the reported pre and post weights, the patient lost >4kg.